Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, minutes after releasing the valve, the valve moved ventricular with moderate paravalvular leak (pvl). A second transcatheter bioprosthetic valve was implanted valve-in-valve and reduced the pvl to mild to moderate. No adverse patient effects were reported.